Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin was coming out of the luer lock connection and not into the infusion set tubing. Reportedly, the infusion set was replaced 3 times. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 444 mg/dl and the bg level was addressed with a bolus via the pump.